Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb cable was damaged and was unable to charge pump battery. Customer's blood glucose was 138 mg/dl. Usb cable was replaced to resolve the issue.